Event description:
It was reported that during a stenting treatment procedure that removal difficulties, stent damage, the stent moved on the balloon and stent dislodgement occurred. The patient presented with angina pectoris. The non-occluded target lesion being treated was located in the mildly calcified and severely tortuous left anterior descending (lad) artery. The lesion was predilated with an unspecified balloon. A 4.50x16mm taxus liberte stent delivery system (sds) was then advanced to the lad and could not cross the lesion. A strut on the distal end of the stent became lifted and the stent moved on the balloon. The physician then attempted to remove the sds via the guide catheter, however it was unable to be removed due to the lifted strut. The sds and guide catheter were then removed together. The taxus liberte stent dislodged from the sds in the radial artery during removal. A biopsy forceps was used to retrieve the detached stent. The procedure was completed with the deployment of a 4.50x12mm and 5.00x12mm taxus liberte stents. No additional patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is a combination product.(B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination found that the stent was not on the balloon upon its return. The stent was severely damaged, one end of the stent was stretched and bunched up. There were traces of blood visible inside the stent. The balloon was slightly inflated and there were traces of solidified contrast media inside the balloon. From the condition of the balloon it was not possible to see the crimp marks on the balloon. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered user related. This most probable root cause is assigned as the complaint states that the lesion anatomy was severely tortuous. Lesions involving arterial segments with highly tortuous anatomy lesions are contraindicated in the dfu. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, removal difficulties, stent damage, the stent moved on the balloon and stent dislodgement occurred. The patient presented with angina pectoris. The non-occluded target lesion being treated was located in the mildly calcified and severely tortuous left anterior descending (lad) artery. The lesion was predilated with an unspecified balloon. A 4.50x16mm taxus liberte stent delivery system (sds) was then advanced to the lad and could not cross the lesion. A strut on the distal end of the stent became lifted and the stent moved on the balloon. The physician then attempted to remove the sds via the guide catheter, however it was unable to be removed due to the lifted strut. The sds and guide catheter were then removed together. The taxus liberte stent dislodged from the sds in the radial artery during removal. A biopsy forceps was used to retrieve the detached stent. The procedure was completed with the deployment of a 4.50x12mm and 5.00x12mm taxus liberte stents. No additional patient complications were reported and the patient's status is stable.